Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle, proximal and distal end of its body, along with broken fabric threads from wear in its middle. The first cylinder did not pass leakage evaluation. The second cylinder presented wear at fold in the middle, proximal and distal end of its body; however, no leaks were identified. The pump was microscopically inspected, and leak tested. Microscopic examination revealed that the kink resistant tubing (krt) was worn to the filament and the outer layer of the bulb was worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the broken fabric threads identified in the first cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.